Manufacturer narrative:
(B)(4) a visual and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. No photo available. No functional inspection can be performed since the device sample is not available for evaluation. (B)(4).

Event description:
The customer alleges that the adaptor does not fit properly to the flowmeter. It is difficult to screw onto the flowmeter.